Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the cutter gear was worn, and the cutter did not pass testing due to an incomplete cut; however, the repair was not completed because the cutters cannot be repaired and would need to be replaced. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that an incomplete mesh has been reported for this mesher. No harm or delay reported.